Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the battery on the implantable pulse generator (ipg) is "very low" and no longer paces. The ipg remains in use. No patient complications have been reported as a result of this event.